Event description:
A customer reported that for approx. 20 days prior to calling, they were receiving results on their precision xtra blood glucose meter that were higher than expected, and subsequent treatment did not seem to be working effectively. Approx. 10 days prior to calling, the customer reported losing consciousness. An ambulance was called, and upon arrival injectable glucose was administered in order to stabilize glucose levels. The customer then reported receiving an inaccurately high reading as compared to a laboratory results. Customer reported receiving a reading of 259 mg/dl compared to a laboratory result of 117 mg/dl obtained within 10 minutes. The result when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.